Event description:
It was reported that there was noise and high pacing impedance on the right ventricular (rv) lead. Lead fracture is suspected. The tachy portion of the lead remains in use but the pace/sense was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. , beginning (B)(6)-2014, sensing integrity counts up to 44. Ventricular tachycardia high rate non-sustained episodes recorded with evidence of lead noise oversensing. On (B)(6)-2014, rv pace bipolar lead impedance measured 1824 ohms up from the trend at around 700 ohms. Rv lead integrity warning occurred (B)(6)-2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.